Event description:
It was reported that during a da vinci-assisted colorectal surgical procedure, the surgery was suspended due to an illuminator lamp module failure. The customer was advised to discontinue use of the product. The illuminator lamp module had 481 hours remaining. There was no reported injury. Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional information regarding the reported event: the system was reportedly inspected prior to use, and no issues/errors were noted. The customer confirmed the issue occurred during the procedure. The customer could not confirm the reported event date. The customer reported that they contacted isi technical support for troubleshooting and was advised not to continue using it. It is unknown if full troubleshooting was performed with technical support at the time of the event. The procedure was converted to laparoscopic surgery after the site contacted isi technical support.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the lamp module to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The lamp module was placed on an in-house system without any issues and showed no signs of insufficient light output. No errors occurred during in-house testing. The lamp module was fully functional. The hour usage was verified on the in-house system. Upon visual inspection, there was no physical damage and no thermal damage observed. There was no problem detected.